Manufacturer narrative:
On april 15, 2024, the mentor analysis lab received the suspect medical device for evaluation. On april 17, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 2.5 cm. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4), in the initial, b5 event description should have indicated that the removal and replacement surgery occurred on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient desired further breast enlargement. As a result, she underwent bilateral removal and replacement with mentor memorygel boost breast implants. However, during the surgery, a ruptured right breast implant and a left breast implant with gel bleed were observed. There were no reported procedural delays or patient consequences due to the discovery. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-04497 for the contralateral event.

Manufacturer narrative:
On august 01, 2024, mentor completed a reevaluation of the device as the authorization form for examination was received. Mentor conducted a microscopic examination of the returned device. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).